Manufacturer narrative:
Mattress. (B)(6) 2012: med-watch number 1313850-2011-00001, for per (B)(4) has already been issued and previously used in another med-watch. A new med-watch number (1313850-2012-00111) is being issued and submitted to replace the duplicate med-watch number for this report and stryker (B)(4).

Event description:
It was reported that the mattress covers were breaking down. No adverse consequence alleged.